Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. However, the insulin pump had no up button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 370 mg/dl. The customer stated that he had been skiing leading up to the keypad issues, but he advised that the insulin pump had not been exposed to moisture. He removed the battery and reinserted it, but this did not resolve the issue and triggered the insulin pump to alarm battery out limit. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.